Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water. Pump delivered amount within spec (spec is +/-54%). Complaint could not be duplicated.

Event description:
Customer stated that during testing, the pump is delivering approx 2 ml more than what the set up is. Rate and dosage provided were 500 ml/hr and 10 ml.